Event description:
Customer reported frequent occlusion alarms, which require changing cartridges to clear the alarm. There was no adverse impact to the customer's blood glucose level. The patient declined a follow-up from tandem technical support, therefore no additional information was obtained.